Manufacturer narrative:
Concomitant medical devices: product ID: 3998, lot# la5699, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
A manufacturer's representative reported that a consumer had multiple devices explanted due to the consumer's body rejecting the implantable neurostimulator. The surgical paddle lead was left in the patient's body. The indication for use was failed back surgery syndrome and other pain indications. Should additional information be received, a follow up report will be sent out.